Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the office for a routine checkup. Upon interrogation of the device, high, out of range, high lead impedance was observed on the rv lead. Patient was asymptomatic. The lead was capped on (B)(6) 2016 and a new rv lead was implanted. Patient was stable.